Event description:
It was reported that a health care professional (hcp) contacted the field representative with report that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer in clinic. The field representative contacted technical services (ts) to inquire about the date of the most recent remote home interrogation. Ts noted that the most recent remote home interrogation was approximately 6 weeks ago, however, the latest device alert monitoring check in the remote home system was noted to be 3 days ago and noted a battery status of 40 percent remaining. The field representative indicated that a colleague was going to the clinic for assistance. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a health care professional (hcp) contacted the field representative with report that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated with a programmer in clinic. The field representative contacted technical services (ts) to inquire about the date of the most recent remote home interrogation. Ts noted that the most recent remote home interrogation was approximately 6 weeks ago, however, the latest device alert monitoring check in the remote home system was noted to be 3 days ago and noted a battery status of 40 percent remaining. The field representative indicated that a colleague was going to the clinic for assistance. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.